Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been received after bolus blood glucose reminders at inappropriate times. Although requested, pump data was not uploaded for tandem technical support review. Customer's blood glucose level was 144 mg/dl.

Manufacturer narrative:
(B)(4). The reported event is not a reportable issue, and was filed inadvertently.